Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline failed to open in the proximal and middle section. Pipeline didn't open properly in the vessel. Tried several times with tips and tricks. The middle of the pipeline was positioned in a bend. It was stuck in the capture coil. The pushwire was rotated to deploy the pipeline several times. The pipeline did not release from the capture coil. Less than 50% had been deployed when it failed to open. No additional steps were taken to open the pipeline. The pipeline was resheathed and removed from the patient. The patient was being treated for an unruptured, saccular aneurym in the left internal carotid artery (ica). The max diameter is 8mm and the ned diameter was 6mm. The distal landing zone was 3.9mm and the proximal landing zone was 4.3mm. Vessel tortuosity was normal. Angiographic result post procedure was okay. No patient symptoms or complications were reported.

Manufacturer narrative:
Product analysis #705363831: as found condition: the pipeline vantage embolization device was returned for analysis within a shipping box, within a sealed pouch, within an opened pipeline vantage inner pouch (b425691), and within a dispenser coil. The pipeline vantage embolization device was returned within its introducer sheath. Damage location details: the pipeline vantage resheathing pad/marker, sleeves, and tip coil detached from the pusher during removal from within the introducer sheath. Pipeline vantage braid proximal end was found open, but damaged (frayed). The pipeline vantage braid middle and distal end were found open and in good condition. Testing/analysis: the pipeline vantage embolization device could not be pushed out from within the introducer sheath; therefore, was pulled out proximally. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open proximal¿ and ¿failure/incomplete to open at middle section¿ reports could not be confirmed. Possible causes of ¿failure/incomplete open proximal¿ and ¿failure/incomplete to open at middle section¿ include patient vessel tortuosity or user deploys braid in vessel bend. The patient¿s vessel tortuosity was ¿normal¿, ruling out ¿patient vessel tortuosity¿ as a potential cause. In this event, it is likely the placement of the pipeline flex braid in the vessel bend contributed to the reported ¿failure to open¿ issues. Damage to the pipeline flex braid (fraying) can occur if the device is resheathed more than two times. However, it was reported the pipeline was resheathed less than or equal to 2 times. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.